Event description:
Attorney reported three 4.5mm cortex screws, implanted in a 135 degree dhs plate in 2002, were noted as broken on an x-ray taken 11/2002 and loss of plate fixation. Plate and screws were implanted for a right hip osteotomy. It is unk if the hardware has been removed.

Manufacturer narrative:
No eval could be made, no conclusion could be drawn as no device has been returned.